Event description:
The service report shows that while the nellcor puritan bennett customer support engineer (cse) was performing preventative maintenance on the device, he noted that the audio alarm sounded low and distorted. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.